Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported leak could not be conclusively determined. The IFU states damage to the valve assembly may occur if inner catheter is withdrawn rapidly.

Event description:
During an atrial fibrillation ablation procedure a leak occurred. Following insertion of the catheter, blood was noted leaking out of the hemostasis valve. The sheath set was removed and replaced to continue the procedure. The procedure was completed with no adverse patient consequences.